Manufacturer narrative:
At this time the lead has not been returned to boston scientific for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead experienced loss of capture at maximum outputs with impedance measurements less than 200 ohms. An invasive revision procedure was performed and the lead was surgically abandoned and replaced. No adverse patient effects were reported during the procedure.